Event description:
Event description boston scientific, crm received information that upon interrogation, this implantable cardioverter defibrillator (ICD) device displayed a red warning screen due to a ram memory failure. Single zone ventricular fibrillation (vf) therapy and vvi mode pacing availability was not confirmed to be available. A boston scientific technical services (ts) consultant recommended replacement as soon as possible. The device was explanted and will be returned for analysis. The patient and physician are both very dissatisfied, as the patient's previous device experienced a failure code 7. The patient stated that he has not been exposed to any radiation, MRI, or other type of electromagnetic field. No adverse patient effects were reported.